Manufacturer narrative:
(B)(4) device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a liver abcess drainage procedure, a guide wire tip fracture occurred. The distal tip of the amplatz guide wire "blocked into the distal tip of another manufacturer's drain and broke." The drain and the guide wire were removed together. The entire guide wire wa removed and no part of the guide wire remained inside the patient. The procedure outcome is unknown. No patient injuries or complications were reported.